Manufacturer narrative:
Analysis revealed pump battery high resistance. The initial MDR was filed as MFR report # 3007566237. Additional review indicated the correct manufacturing site is 3004209178.

Event description:
Additional information received reported that the pump was replaced (B)(6) 2016. Per the reporter the increased spasticity and safe state was reported to her a nurse. The nurse thought the patient was experiencing increased spasticity approximate one to one and a half weeks prior to the safe state on the pump. No cause was known for the safe state and reset, and the pump was replaced this week.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (concentration, dose, and lot # unknown by the reporter) via an implanted pump. The indication for pump use was not provided. On (B)(6) 2016 it was reported that on (B)(6) 2016 the pump was found in safe state with a reset. The patient experienced increased spasticity. The pump was programmed/updated back to the "normal" daily dose and the patient was sent home with oral baclofen. On (B)(6) 2016, the patient had continued increased spasticity, so they increased the oral baclofen, but did not interrogate the pump for the event logs. Additional information was received from an hcp on (B)(6) 2016 and it was reported that the patient was being seen today and the logs showed a reset, low battery reset, and safe state messages. The patient was taking oral baclofen (5 mg/tid), oral dantrolene, and oral valium. The patient's identifying information, the onset date of the increased spasticity, the pump serial number, the cause of the event, and the actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.